Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5540230, 510k # (B)(6) was cleared in the united states. Product analysis: corresponding mas associated with complaint not returned for analysis. Multiple "rmas" set screw lots returned with similar issue (burrs noted at final tightening). Functional evaluation with sample product "rmas" bone screws and reduction break-off set screws confirmed issue. The above observations are consistent with manufacturing issue.

Event description:
It was reported that patient underwent posterior fusion at th10- iliac1. During surgery, burr was occurred during inserting set screws. The set screws were changed for new ones. The surgeon pointed out that there was no problem with implant such as the event. Surgeon wondered even though he did not insert set screw forcibly why burr came out. The surgical time was extended less than 15 min. Product came in contact with the patient. Patient complications were unknown. Burr was generated at two locations of set screw near l1/2 during inserting. Surgeon noticed the burr and replaced the set screw with other. Surgeon told that significant force would not be utilized on set screw because the rod was pushed down with rod gripper and rod pusher during insertion. Visible burr was all removed and flushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.